Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 304mg/dl and small ketones. Manual injections were administered to address the bg level. Multiple supply changes were performed to address the occlusion alarms.